Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that the reload had a full staple complement. The reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media with proper transection and staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colectomy procedure. For the fourth firing for the functional end to end anastomosis, at the closure of the insertion, the surgeon could not fire the powered handle. The surgeon thought that the tissue was thick, then clamped the tissue. The status indicators were illuminated green, however, they were not flashed green. Replaced by a new reload, the firing was completed with no problem. There was no patient harm. The status of the patient is no problem.